Event description:
Facility reported a 3 cm tear line located 20 cm below drip chamber. It is unknown when the reported condition occurred. It is unknown if patient injury or medical intervention occurred. No additional information is available.

Manufacturer narrative:
The sample is not available for evaluation. Batch review performed. Batch review was conducted on product code: fnc3110 (batch number: s09j29158r) with no abnormality observed. If any additional information becomes available a follow up medwatch will be submitted. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. (B)(4)